Manufacturer narrative:
Batch review performed on (B)(6), 2023. Lot 2245611a: 100 items manufactured and released on (B)(6), 2023. Expiration date: 2027-dec-16. No anomalies found related to the problem. To date, 83 items of the same lot have been sold with no similar reported event during the period of review. Additional item involved in the event, batch review performed on (B)(6), 2023: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2306921, lot 2306921: 200 items manufactured and released on (B)(6), 2023. Expiration date: 2028-mar-12. No anomalies found related to the problem. To date, 120 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.